Event description:
The advocate stated that her daughter received blood glucose reading of 350 mg/dl from her contour and a reading of 118 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate did not have access to the meter or reagents in order to provide further info. Advocate ended the call. Product was not replaced. Customer is not expected to return product for eval.

Manufacturer narrative:
The product info could not be obtained. It's not possible to determine the manufacture date or 510k number without the meter info.